Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, while walking on the stairs, the patient felt a strong pain in the hip. Allegedly he could no longer step on his foot. Alleged fracture of the hip neck confirmed by (B)(6).